Event description:
It was reported that during cartridge filling, the pump intermittently failed to recognize the presence of insulin. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up, and consequently, no additional information was received about the outcome of the event.